Manufacturer narrative:
(B)(4)

Event description:
It was reported that the event was resolved on 12/02/2015. No further patient complications were reported in relation to this event.

Event description:
It was reported that following the implantation of an elevate anterior the patient experienced difficulty emptying bladder. The patient was sent home with a catheter as she was unable to void prior to discharge. The event is considered recovering/resolving (adverse event is improving). No further patient complications have been reported in relation to this event. Related to MFR #: 2183959-2015-00447.